Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-731a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with 97,550 joules of use it was noted that the fiber was delivering significantly diminished vaporization efficiency. The fiber was exchanged and the second fiber was used to the maximum allowable joules. A third fiber was utilized to complete the procedure. There was no injury to the patient. This report is regarding the first fiber.